Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose was 141 and 419 mg/dl with an 88% difference. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.